Manufacturer narrative:
(B)(4) - no complaint against the lens. Evaluation results: visual inspection of the returned product showed a haptic was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the surgeon inserted and removed an aq5010v three piece silicone lens because the patient had some problems. The lens was removed without enlarging the incision and a different lens was implanted. The reporter stated the incident was related to a patient issue that she did not want to disclose and there was no problem with the lens.